Event description:
During routine f/u, the pacemaker involved in this MDR report was pacing at a high rate (120 ppm); could not be interrogated; reprogramming of pacing parameters did not induce any change in this pacing behavior. With an attempt to re-initialize completely, the pacemaker was proposed to the physician through a switch to standby mode with a dedicated engineering software, and a re-initialization with the standard programmer software version. This procedure was followed and was successful. A correct pacing behavior was restaured.

Manufacturer narrative:
2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.